Event description:
A report was received that the patient had post operative pain and was provided with percocets.

Manufacturer narrative:
.

Event description:
A report was received that the patient had post operative pain and was provided with percocets.

Manufacturer narrative:
Additional information was received that the patient¿s post-operative pain was normal.